Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer stated that the cartridge had been in use for approximately five days and after confirming that the tubing did not have any kinks, insulin delivery was resumed without further occlusions. The customer reported that he blood glucose levels were not impacted.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog as been tested for up to 72 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.